Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 44 mg/dl. Suspected cause was due to the customer¿s settings requiring adjustments. Customer consumed carbohydrates to address low bg. Multiple attempts were made by tandem technical support to follow up with the customer and continue troubleshooting, but no response was received.